Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump got damaged due to vehicular damage, and the location of the damage was at the battery tube threads. The physical damage to the pump's retainer ring. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality and the serialized device be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No damage noted on the retainer ring. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, torn/faded serial number label and pillowing keypad overlay. The customer applied adhesive to the pump case, display window and keypad. The pump was received with the customer's battery stuck in the battery tube. The battery tube was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to the customer's battery stuck in the battery tube. Unable to perform the history download using thump and carelink upload due to the customer's battery stuck in the battery tube. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2 and force sensor. The motor had moisture damage. Using a test case, test pcba 1 and the original pcba 2, the pump had blank display. Using a test case, test pcba 2 and the original pcba 1, the pump had blank display. Unable to perform the history review 1 week prior to the event date 12-apr-2024 in the pump history file due to blank display. The p-cap locks properly into the reservoir compartment. Damage-retainer ring damage not confirmed. Damage- cracked battery tube threads confirmed. Damage confirmed at the back of the pump. Unable to perform the functional test due to the customer's battery stuck in the battery tube and blank display. Display anomaly-blank display confirmed due to corroded electronic assembly. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to the customer's battery stuck in the battery tube and blank display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.